Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. The measurements for a patient specific implant were incorrect.

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.